Event description:
Vns pt was explanted due to a 'problem with the lead or generator' and the treating physician wanted to return them to the manufacturer for analysis. Both the lead and generator were explanted. The pt was not reimplanted. Further follow-up with treating physician revealed that the pt was not reimplanted because she no longer needed the vns therapy as her diagnosis had been changed to pseudoseizures. It was reported, however, that the lead break was noted via x-ray and that the pt's device was subsequently programmed to off prior to explant. Explanting surgeon reported that a lead wire was found to be broken and that the lead was 'twisted and gathered' in the chest pocket.

Event description:
The lead was analyzed. Product analysis summary: the lead pin showed evidence of a proper mechanical and electrical connection as expected. The lead assembly has appearance characteristic of a lead that has been twisted. Inspection of the coll ends showed characteristic appearance of a stree-induced fracture most likely cause by twisting of the lead. The fracture surfaces did not show any pitting or electr0-plating conditions. The condition of the remaining portions of the returned lead is consistent with conditions that typically exist following an explant procedure. The concomitant device (pulse generator) was also analyzed. Product analysis summary: there were no visual or electrical anomalies idententified or observed. The pulse the manufacturer's final electrical test specifications. The cause of the reported event was likely due to the pt twisting the lead.